Manufacturer narrative:
(B)(4). Date sent: 6/13/2023 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned bailed out with no apparent damage and with two gst60w (b & c) reloads present. Reload b (857a46) was received fully fired. Reload c (137c93) was received unfired. In addition, a buttressing was received. When the device was received it was already open; not stuck on buttressing applicator. Buttressing had been correctly applied to the white reload. The bailout mechanism was reset and the device was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. The articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that the articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: prior to use, ensure the instrument is in the open position. Practice articulating the instrument noting the tactile cues and their differences. Note the device will only articulate if the jaws are open and the black partial close indicator is visible. Articulation is disabled when the device is fully closed, or when the black partial close indicator is not visible. The user may experience audible/haptic feedback during clamping and unclamping of the device. Verify that the jaws pivot in both directions. Once the jaws have reached the maximum angle of 55 degrees in either direction, if the articulation control button is pressed again, the instrument¿s motor will provide audible/haptic feedback. Ensure the jaws are fully open and press the home button on either side of the device. The articulated anvil jaw and reload jaw should return to the home (straight) position. Turn the rotating knob clockwise or counterclockwise by pushing on the rotating knob fins with the index finger using a downward or upward motion. The shaft will rotate freely in either direction when unclamped. Shaft rotation is disabled when the device is clamped. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and dark gray firing trigger are exposed. The event described could not be confirmed as the device performed without any difficulties noted and during the functional test the device opened and closed as expected. A manufacturing record evaluation was performed for the finished device batch number 291c32, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure that the first instance, the device would not fire with the white reload. It looked like a spent reload but the surgeon did not feel any haptic feed signifying a used reload situation. The second instance, the scrub tech was inserting our slr device into the stapler and then she closed the closing handle and then went to open the jaws and the jaws would not open. We tried the home button and removing and reinserting the battery, tried manual override but the jaws were still not opening even though the closing handle looked like it was in the open position. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023.